Event description:
The tech alleged that the head end brake casters would not hold while in brake mode. No pt impact.

Manufacturer narrative:
The tech drilled the broken screw from the head end hex rod and replaced the screw ro resolve the issue.